Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. A shock vector breakdown revealed the following measurements: rv-to-right-atrial-(ra)-coil = >200 ohms, rv-coil-to-can = 74 ohms, and ra-coil-to-can = >200 ohms. It was suspected that the ra coil was damaged. Subsequently, the shock vector was reprogrammed to rv-coil-to-can, and defibrillation threshold (dft) testing was scheduled for september 2nd. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted. Correction to d4: serial number was corrected to (B)(6).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. A shock vector breakdown revealed the following measurements: rv-to-right-atrial-(ra)-coil = >200 ohms, rv-coil-to-can = 74 ohms, and ra-coil-to-can = >200 ohms. It was suspected that the ra coil was damaged. Subsequently, the shock vector was reprogrammed to rv-coil-to-can, and defibrillation threshold (dft) testing was scheduled for september 2nd. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed successfully. Ventricular fibrillation (vf) was converted with a 36j shock. This right ventricular (rv) defibrillation lead remains in service, and will continue to be monitored. No additional adverse patient effects were reported.